Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported chest x-ray revealed the rv lead had dislodged. It was noted the chest pain was severe and related to rv stimulation. The lead was reprogrammed and revised the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right ventricular (rv) lead exhibited high thresholds, possible undersensing and the impedance had dropped. The rv lead remains in use. No further patient complications have been reported as a result of this event.